Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the connector (B)(4) was loose on the venous inlet port of the oxygenator. There was no pt involvement as this occurred during setup. Product was not used. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).